Event description:
It was reported that the device was opened and when they opened it, they noticed that there was something inside the balloon. They used another of the same device to complete the case with no patient complications noted. There is no visible damage on the packaging. Additional information was received. Object inside the balloon looks like a suture. The device was not dropped after opening. This happened during an original procedure. Physician preps her own device. She saw something floating.

Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation of contamination was confirmed via product analysis. Analysis identified foreign material in the balloon shell. The foreign material was confirmed through ftir testing to be kink resistant tubing (krt) suture. Further investigation will be completed through (B)(4).

Event description:
It was reported that the device was opened and when they opened it, they noticed that there was something inside the balloon. They used another of the same device to complete the case with no patient complications noted. There is no visible damage on the packaging. Additional information was received. Object inside the balloon looks like a suture. The device was not dropped after opening. This happened during an original procedure. Physician preps her own device. She saw something floating.